Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction. They reported that, since implant, sometimes they will go an hour or 2 hours with it but sometimes at night, they are just peeing constantly. Patient said last tuesday they were in severe back pain and nausea so they went to the emergency room, they ran all kinds of tests, blood work, cat scans a urine test and they found out they had e coli and were put on a broad spectrum antibiotic. Pt said the following thursday they saw their general practitioner doctor who touched where the stimulator was it was very sensitive and they thought maybe there was something wrong there and wondered if their urinary frequency was because of their stimulator. Pt said their doctor changed their antibiotic to bacterium when they found out the patient had ecoli. Pt said have not had any falls or traumas. Reviewed some general interstim education and offered and assisted pt to check and therapy was still turned on. Pt said they did not wish to make any therapy adjustments because in the past they have tried to make an adjustment and they did not notice any difference so they set it back where it had been. Pt said they are feeling better and their ins site does not hurt like it did. Redirected to their doctor. Pt said they have a call into their doctor and has an appointment but is trying to get in earlier. The patient mentioned now, they do have control, except for what they are having now with frequency and waking up at night.